Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) batch: 7105295, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc2218700, model: sc-1216, serial: (B)(6), batch: 796051, UDI: (B)(4),

Event description:
It was reported that the patient was experiencing inadequate stimulation and worsening pain despite program optimization. It was also stated that the patient's leads had migrated. The patient underwent a procedure wherein the patients leads were supposed to repositioned however, the physician was having difficulty re-entering the leads back to the epidural space. The leads were explanted along with the ipg and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation and worsening pain despite program optimization. It was also stated that the patient's leads had migrated. The patient underwent a procedure wherein the patients leads were supposed to repositioned however, the physician was having difficulty re-entering the leads back to the epidural space. The leads were explanted along with the ipg and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.